Manufacturer narrative:
Unable to perform sleep current measurement, active current measurement and selftest. The insulin pump was received with blank display anomaly due to the connector not plugged in properly. The insulin pump was received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay and slightly damaged keypad overlay texture.

Event description:
Customer reported via phone call that they experienced low blood glucose level and had blank display. Customer's blood glucose value was 46 mg/dl at the time of the incident. The customer was assisted with troubleshooting. The display did not return after troubleshooting. The customer declined for low blood glucose. The insulin pump was returned for analysis.